Event description:
An incision in the right frontal and right periumbilical area was made. Identified the reservoir snap assembly in the frontal area and removed the snap assembly with no flow of csf out of the ventricular catheter. Pulled out the top of the ventricular catheter and it appeared that there was obviously a bioglide breakage or disconnection of the shunt. At this point, used magnification loop and head lamp illumination to explore the area in the right frontal region and the shunt tract, but could not find the ventricular catheter. Opened up the burr hole slightly wider with kerrisons and explored even more. After exploring approximately 1.5 to 2cm down into the parenchyma, the decision was made that the ventricular catheter was probably in the ventricle. A 6cm ventricular catheter passed into the right lateral ventricle and then passed an endoscope throught the catheter in order to examine inside the ventricle. Once inside the ventricle, was able clearly see the ventricular catheter, which was covered in scar tissue and stuck. It was decided not to proceed further with this removal of the catheter. The ventricular catheter was left in place. The reservoir snap assembley was attached with good flow of csf. The wounds were closed and the patient was extubated without difficulty and returned to the recovery room in stable condition. There were no complications and no specimens.the manufacturer is aware of this problem and has issued a recall on this bioglide cateter (FDA recall #'s z-1124-2009 to z-1134-2009).